Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred multiple times. During the first malfunction alarm, the customer did not test blood glucose (bg) levels; however, there was no reported impact to the customer's bg level. During the second malfunction alarm, the customer reported a bg level of 328 mg/dl and it was addressed with manual injections. It was confirmed that the customer had an alternate method of insulin delivery available.